Event description:
I received silicone breast implants in 1989. In 2008, I was diagnosed with non-hodgkin's lymphoma. I went through six rounds of chemo, but became so sick treatment was discontinued. I had a reaction to an antibiotic levaquin and suffered from severe joint pain. In (B)(6) 2010, I had a CT scan and it was determined to be back, so I was sent to (B)(6) for a radiated drug called bexxar. I was treated with that drug which caused me to be radioactive for nine days with a lot of side effects. I had the breast implants removed. I have been in remission since 2010, but my six month oncologist appointment is next week so I never know what will happen.